Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 1 months and 3 days. The patient remains ongoing on vad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assistance device (lvad) on (B)(6) 2018. It was reported that the patient had slurring of speech "out of the right side of the mouth" and blurry vision since (B)(6)2018 when a surgery was performed for an unspecified reason. The blurry vision was binocular and appeared intermittent. The patient did not have weakness or numbness in extremities and was able to ambulate multiple laps per day. A review of CT of the brain showed hypodensities consistent with ischemic cerebrovascular accident (cva) in multiple territories which would favor embolic source. A focal cortical hypodensity in them medial left temporal lobe was favored to reflect an age indeterminate site of ischemia. No additional information was reported.

Manufacturer narrative:
The patient remains ongoing on vad support. A direct relationship between the device and the reported event could not be determined. Multiple requests for additional information were sent to the customer; however, no additional information was received. Stroke and other neurologic events are listed (in the hm3 IFU) as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.